Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: multiple occlusion alarms were observed in the black box; the force at the time of the occlusions was high. The pump rewind, load cartridge, and prime steps were performed successfully with no alarms. The force sensor calibration test confirmed that the sensor was detecting the correct force at 5 pounds. The pump was exercised for 24 hours with no occlusions occurring.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.